Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.(B)(4).

Event description:
It was reported the patient had no stimulation sensation. The reporter stated the patient was not educated on how to charge the implantable neurostimulator (ins). It was noted the patient¿s checkup was three weeks ago friday and the implant was four weeks ago. It was further noted the patient was able to make an adjustment over the phone. The reporter stated they were not trained adequately on using their device. It was noted the patient was confusing coupling bars with the ins recharge level. It was further noted the patient was implanted four weeks ago and then the ins suddenly stopped working. The reporter stated they could not find a picture that replicates what the patient was seeing on the monitor, external unit. The reporter further stated that no one showed them how to recharge the ins. It was noted the recharger battery was half full. It was further noted that after several attempts the patient was able to get all of the coupling boxes and start a successful recharging session. The reporter stated the ins was three inches from the spinal column and four inches from their butt crack. Additional information received reported the patient got all of the coupling boxes after adjusting the recharger belt and hitting the green key. It was noted the ins battery was flashing a 1/4. Additional information was requested, but was not available as of the date of this report.